Manufacturer narrative:
This report is submitted on october 12, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number: 3009092818 and exemption number: e2016011. H3 other text: implanted device remains

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2016 under general anaesthesia. Additionally, it was reported that the abutment was removed during the procedure.